Manufacturer narrative:
The technician found the brake caster rubber is worn in the middle and the brake pad is not making firm contact with the wheel. The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brake caster is not holding. No patient impact.